Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high inr results for 2 patients tested on coaguchek xs meter serial number (B)(4) compared to the thromborel s laboratory method. Patient 1 result from the meter was 5.8 inr. The result from the laboratory within 10 minutes was 4.2 inr. Patient 1 therapeutic range is 2.5 - 3.5 inr. On (B)(6) 2019 patient 2 result from the meter was 3.4 inr. The result from the laboratory within 10 minutes was 2.5 inr. Patient 2 therapeutic range is 2.0 - 3.0 inr. No changes were made to either patient's medication based on the meter results. There was no allegation that an adverse event occurred. Neither patient has had recent changes in medication. Both patient's recent results have been within their respective therapeutic ranges. The test strips were requested for investigation. Relevant retention test strips (lot 345218) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.